Event description:
It was reported the mount (support arm for the flexibel module rack fmx-4 and intellivue measurement server x3), has broken suddenly and fell to the floor nearly missing a patient. Due to the sudden failure and the potential of patient harm, the customer would like an engineer to attend site to see if there is a root cause for the sudden failure. Also they would like the rest of the support arms inspected to make sure no more failures happen. The device was in use. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#:(B)(6). E1: reporter phone# :(B)(6).

Manufacturer narrative:
Multiple good faith effort attempts to confirm if the mount was installed by philips personnel and when was the last time assurance testing was done have been unsuccessful. The philips field service engineer (fse) went onsite and inspected the broken mount. The mount is confirmed no philips product. He confirmed that damage clearly shows that the plastic is split and not dissolved as if a harsh chemical had been used, but indicating the mount has been hit hard by something, maybe other medical devices such as a head board off a bed for example. Further inspection of other available x3 mounts confirmed all show no signs of damage. It is confirmed that no harsh chemicals were used. Based on the information available and the testing conducted, the cause of the reported problem indicates user handling as the mount has been indicated to be hit by other equipment. The reported problem was confirmed. The engineer provided his analysis findings and confirmed the mount has sharp broken edges and will need to be replaced soon rather than later as this is a potential hazard. The investigation concludes that no further action is required at this time. During investigation the reported problem turned out to be not reportable if a device falls at a time when there is no malfunction of a philips product or mounting solution due to use of unapproved mounting hardware by the customer or due to an accidental drop by the customer unrelated to any allegation or evidence of a malfunction of a philips product, solution or installation, this is not reportable.